Event description:
On 08-jan-2026, it was reported by an arthrex subsidiary employee via email that an ar-2323bcsp biocomposite self-punching swivelock anchor experienced a tip peek eyelet split vertically when hammered in without drilling a pilot hole. The procedure was completed using another ar-2323bcsp biocomposite self-punching swivelock without issue. This event occurred during a rotator cuff repair procedure on (B)(6) 2026. No significant surgical delay was reported. No broken fragments remained in the patient. No additional anesthesia was administered, and no adverse patient effects were reported during or following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.